Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated his device went into overdischarge and the unit has not worked (non-functional) for about 6-7 years. The patient stated his device went into overdischarge 5-6 years ago. The patient lives in a rural part of (B)(6), and the patient stated that someone used to always come out and charge their device. One problem with the unit was that they could not sleep with it and would turn the ins off. The patient stated when the weather was nice he didn't have back problem, so the device wouldn't be on. The patient now has a metastasized lung cancer and needs an MRI. No further complications were reported. No additional patient symptoms were reported. On (B)(6) 2019, additional information was received from the patient reporting that one try was attempted to resolve their overdischarge and then they stated they lost their manufacturer representative (rep) and they moved out of state to (B)(6) so the overdischarge was not resolved. Additional information was received on (B)(6) 2019 from the patient reporting that they had a stimulator in their back that it had not been operational for several years. They were wanting to know if they could have their unit removed to enable them to have an MRI. No further complications were reported/anticipated.